Manufacturer narrative:
The photo attached to the complaint file shows what appears to be the lens implanted in the eye. Due to the clarity of the photo and its low resolution, a determination could not be made regarding observation of the reported complaint without evaluation of the physical product. Associated products were not provided. It is unknown if qualified products were used. Based on the attached photos, a determination could not be made regarding observation of the reported complaint. The attached slit lamp photo shows what may be interpreted as damage to the optic. The root cause cannot be determined based on available information. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that following implant of an intraocular lens (iol), the patient is experiencing shadows and a shading sensation at near distances. The surgeon noted a crack on the backside of the optic in the middle. The patient's symptoms remain three weeks postoperatively. Additional information was requested.